Manufacturer narrative:
The product analysis indicates reported issue of unintended activation could not be verified. The handpiece would not run. The motor was seized and the wheel lock was sticking. The housing was disassembled. The seals were worn. The bearings and motor were corroded due to dried saline. The wheel lock was cleaned. The seal, bearings, motor, and cable were replaced. The handpiece was repaired, cleaned and tested to manufacturing specifications. F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received. However, the product analysis has not yet been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that intraoperative, the surgeon complained of intermittent rotation, a free-flowing (no resistance) fly wheel, and a lagging foot pedal response. When the handpiece was on the drapes, it activated when no one was touching it. There was no injury and no break in sterility.